Event description:
A resolute integrity 2.50 x 12 mm drug eluting stent was intended to be used to treat a patient. On inspection it was noted that the box and hub of the shaft referenced a 2.50 x 12 mm size but the compliance chart attached to the hoop referenced a 2.25 x 12 mm size. The device was not used in the patient. A non-medtronic device size 2.25 x 8mm was used to treat the lesion. No reported patient complications.

Event description:
Evaluation summary: the device was returned partially in the hoop inside the product shelf carton. The compliance chart attached to the protective hoop was for a 2.25mm diameter stent but the luer and product shelf carton referenced a 2.5mm diameter stent. The hypotube was severely kinked. No further damage was noted to the device.

Manufacturer narrative:
Evaluation results: package mislabeled. Evaluation conclusions: device was out of specification in a manner that relates to event (labelling issue) labeling related. (B)(4).